Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the pump was in the customer's pocket when the alarm occurred. It was reported that the pump was plugged in and shortly after the alarm, the pump turned off. The customer reported an elevated blood glucose (bg) level of 430 mg/dl. Customer was successfully able to turn pump back on and delivered a correction bolus to stabilize elevated bg level. Tandem technical support recommended for the customer to not store anything in her pockets close to the pump; the customer acknowledged and will call back if the issue recurs.